Event description:
It was reported that nsln events were observed due to oversensing. It was recommended that the device should be reprogramed. Device is left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.